Event description:
The customer reported being hospitalized due to low blood glucose of 6mg/dl. The customer was experiencing unexplained low glucose for several days. The customer's most recent glucose reading was 149mg/dl, and he has treated with glucose tablets. The customer stated that he was not connected during rewind/prime. Advised the caller to contact his doctor regarding the low blood glucose, and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.